Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to charging difficulty because the ipg was implanted too deep. The physician moved the pt's ipg pocket and implanted the ipg shallower. The pt is reportedly doing well.